Event description:
It was reported that there were short interval counts and different impedance results on the high power lead. It was further noted that short intervals could be seen with a provocative maneuver. It was also reported that the aforementioned issues might be related to the connection in the header of the implantable cardioverter defibrillator ICD). The connection was examined, and no problems were seen. The high power lead was explanted and replaced. The ICD remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted that blood/body fluid was found on the distal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing was kinked/buckled, and the outer tubing overlay appeared melted. There was a tip seal observation, and apparent explant damage.